Manufacturer narrative:
The apollo catheter was returned without the detachable tip as it was discarded. The evaluation could not determine the cause of the reported event. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4)

Event description:
On (B)(6) 2014, the patient underwent embolization treatment. The patient¿s anatomy is normal in tortuosity. During the procedure, it was reported the apollo tip detached inside superior cerebellar artery as it was being navigated with a mirage. The detached distal tip was retrieved with an alligator retrieval device. The procedure was completed without further complication and the patient was reported to be doing fine.

Manufacturer narrative:
(Change serious injury from malfunction).